Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked at the end of the tubing set. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete.